Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found a damaged dso seal. A 'high alarm displayed: downstream occlusion' alarm was revealed in the event history log. Functional testing was unable to duplicate an unknown issue. Secondary repairs were performed. The dso sensor and seal were replaced to address the issue. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was stated that the device is for repair. There was unknown patient involvement.